Event description:
The customer reported propofol leaked from the set. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.